Manufacturer narrative:
Lot #: unknown, not provided. Expiration date and unique identifier (UDI#): unknown, because the lot number was not provided. If implanted, give date: not applicable as this is not an implantable device. If explanted, give date: not applicable as this is not an implantable device. Device manufacture date: unknown, because the lot number was not provided. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during implantation, the intraocular lens (iol) was partially inserted into the patient's eye through the incision, unfolded half way and did not deploy. Reportedly, the surgeon removed it and decided to use a new lens (same model and diopter). No incision enlargement, no complications and no patient injury was reported. No further information was provided.

Manufacturer narrative:
Corrected data: in the initial MDR, the following sections were inadvertently not populated correctly or were not populated as required. The following sections have been updated accordingly. PMA/510(k) #: the correct PMA number is k081545. (B)(4). All pertinent information available to johnson and johnson vision surgical, inc. Has been submitted.

Manufacturer narrative:
This supplemental report pertains to 1mtec30 cartridge; device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing record cannot be reviewed since the serial number is unknown. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.